Event description:
During a preparation for use the subject device was powered up, a spark and smoke were generated. The procedure was performed with another device. There was no patient and/or user harm reported.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required on december 3, 2015. This is a supplemental report for MFR report #8010047-2013-00582 to provide device evaluation results. Olympus performed further investigation for the cause of the fet (field effect transistor) damage and the damaged fet had excessive current leakage. The amount of the leakage current depends on the electrical characteristic variability of the fet. Olympus implemented a countermeasure for this phenomenon to reduce the electrical characteristic variability of the fet.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Osmc) for evaluation. The evaluation confirmed that the fuses of the subject device blew and fet (field-effect transistor) of amplifier substrate was damaged. The manufacturing history was reviewed, with no irregularities noted. Based upon the evaluation result and the past similar cases, since there were the incidental failure or the variation of fet, fet was damaged. Consequently, the fuse blew. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.